Event description:
It was reported that during testing conducted at the manufacturer facility that the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.